Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat pelvic organ prolapse and cystocele. It was reported that the patient underwent the concurrent procedure of a transvaginal hysterectomy with bilateral oophorectomy during mesh implantation. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-33589. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4) - it was reported that due to dyspareunia and bleeding, patient had excision and revision of eroded mesh on (B)(6) 2011.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2011 and (B)(6) 2011 due to erosion.